Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This is a serious adverse event (sae) report received on june 24, 2025, from an investigator in the united states, regarding a patient, who was enrolled in corza study cm-ts01: phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, who experienced hypertension, hypoxia, dehydration, hypophosphatasemia, deep vein thrombosis, oropharyngeal pain, dry eye, skin infection and seroma during treatment with surgicel original (oxidized regenerated cellulose). The subject¿s concomitant medications included norvasc, acetaminophen, cozaar, norco, hydrochlorothiazide, lipitor and zyrtec. The subject¿s height was 66.0 inches and weight was 246 lbs. On (B)(6) 2025, the subject signed the informed consent form to participate in cm-ts01 study and was randomized to surgicel original. On (B)(6) 2025, the subject was admitted to the hospital for ventral hernia repair. During the procedure, the subject received surgicel original (oxidized regenerated cellulose) applied epilesionally as an adjunct to control mild to moderate soft-tissue bleeding. Later, on the same day, the subject experienced hypertension. On the same day, relevant laboratory investigations included physical examination which revealed abnormal lg ventral hernia and skin had multiple scars. On (B)(6) 2025, the subject experienced hypoxia, dehydration, atelectasis and nausea. On (B)(6) 2025, the subject developed swelling in right upper extremity and bilateral lower extremities and experienced thromboembolic event- deep vein thrombosis right lower extremity -profunda femoral vein, hypophosphatemia, dry eye, sore throat and hypernatremia. On the same day, relevant laboratory investigations included doppler of all three limbs which showed non-occlusive dvt to the r-profounda femoral vein. On the same day, coagulation panel (coags) showed prothrombin time (pt) was 13.8, international normalized ratio (inr) was 1.27 and activated partial thromboplastin time (aptt) was 23. Q8-hour (q8hr) aptt values obtained beginning (B)(6) at 0900 have shown a progressive upward trend. The initial aptt was 46 seconds, followed by values of 55, 66, and most recently 72 seconds. This pattern indicates a gradual increase in anticoagulation effect, consistent with titration toward the therapeutic range. The subject received treatment for all the events except atelectasis. The subject was administered with heparin drip (on (B)(6) 2025) and subcutaneous heparin daily (since (B)(6) 2025) for thromboembolic event- deep vein thrombosis right lower extremity -profunda femoral vein. On (B)(6) 2025, the subject was discharged from the hospital. On (B)(6) 2025, the subject experienced skin infection (mild). On (B)(6) 2025, the subject experienced seroma (mild). The subject¿s treatment medications included lovenox, heparin, xarelto, zofran, tylenol, bacitracin, chloraseptic, lidoderm patch, robaxin, roxicodone, protonix [pantoprazole dr], chloraseptic, rephresh classic, bupivacaine bolus, cleocin/garamycin, ertapenem, fentanyl, labetalol, metoprolol, potassium phosphates, dextrose 5% and lactated ringers, dextrose 5% and normal saline, dilaudid, dilaudid pca, keflex, normal saline and senokot. Action taken with surgicel original (oxidized regenerated cellulose) with response to the events, hypertension, hypoxia, dehydration, hypophosphatasemia, deep vein thrombosis, oropharyngeal pain, dry eye, hypernatremia, atelectasis, nausea, skin infection and seroma were not applicable. The outcome of the events, dehydration, hypophosphatasemia, nausea and hypoxia, hypernatremia was reported as resolved on (B)(6) 2025 respectively. On (B)(6) 2025, the outcome of the events, seroma and deep vein thrombosis were reported as resolved. The outcome of the event, skin infection was reported as resolving at the time of this report. The outcome of the events, hypertension, sore throat and dry eye were reported as not recovered at the time of this report. The outcome of the event, atelectasis was reported as unknown at the time of this report. The investigator assessed the event deep vein thrombosis as serious due to medical significance and the events hypoxia, dehydration, hypophosphatasemia, hypertension, sore throat, dry eye, hypernatremia, atelectasis, nausea, skin infection and seroma as non-serious. The causality of these events with regards to surgicel original (oxidized regenerated cellulose) was reported as not related. The company assessed the event deep vein thrombosis as serious (medically significant) and as not related to and expected for treatment with surgicel original (oxidized regenerated cellulose). The company assessed the events, hypoxia, dehydration, hypophosphatasemia, hypertension, sore throat, dry eye, hypernatremia, atelectasis, nausea, skin infection and seroma as non-serious and as not related to and unexpected for treatment with surgicel original (oxidized regenerated cellulose). On (B)(6) 2025, this medically significant correction was identified to the report which was previously received on (B)(6) 2025. The amendment of ¿not reported¿ to ¿not related¿ was performed for ¿reporter causality¿ data field of all reported events, in event assessment sub-tab, and in the narrative of analysis tab. Follow up information received on 17-jul-2025 included an update on additional new events (hypernatremia, atelectasis and nausea). This information has been incorporated into the narrative of the report. Follow up information was received on 06-nov-2025 which included the following: additional non-serious events of skin infection and seroma, hospitalization (admission & discharge) details, medical history, treatment medications, concomitant medications, event details including stop date and outcome of the event deep vein thrombosis. This information has been incorporated into the narrative of the report. On 31-dec-2025, this medically significant correction was identified to the report which was previously received on 06-nov-2025. The amendment included update to sae term, outcome and end date of the event, thromboembolic event- deep vein thrombosis right lower extremity -profunda femoral vein (pt: deep vein thrombosis). This information has been incorporated into the narrative of the report. Case comments: the company assessed the event, deep vein thrombosis as serious due to medically significant, expected and causality to be not related to surgicel original (oxidized regenerated cellulose). The company assessed the events, hypoxia, dehydration, hypophosphatasemia, hypertension, sore throat, dry eye, hypernatremia, atelectasis and nausea as non-serious, unexpected and causality to be not related to surgicel original (oxidized regenerated cellulose). Follow up information was received on 06-nov-2025 the company assessed the event, deep vein thrombosis as serious due to medically significant, expected and causality to be not related to surgicel original (oxidized regenerated cellulose). The company assessed the events, hypoxia, dehydration, hypophosphatasemia, hypertension, sore throat, dry eye, hypernatremia, atelectasis and nausea, skin infection and seroma as non-serious, unexpected and causality to be not related to surgicel original (oxidized regenerated cellulose).